Event description:
It was reported that upon interrogation of the patient's vns no magnet swipes were recorded since 2019 despite the patient reporting that he uses the magnet frequently. The autostimulation data was as expected, and the settings/diagnostics were normal. It was later reported that he was with the patient at the physician's office and he noticed that the tablet failed to register the magnet swipes again. The caller reported that they were able to interrogate the battery now and it was showing normal diagnostics; however, there was no magnet stimulation since the last visit. During the troubleshooting, it was confirmed that they were attempting to run a magnet mode diagnostics test and he performed a system diagnostics as well to update magnet swipes. They said that the device was still not registering the swipes and magnet mode diagnostics could not be performed as the generator did not sense the magnet. It was confirmed that the impedance and output current were okay. Later that day, the representative sent in the tablet data. Representative reported that the patient is not able to communicate so it is unknown whether he can feel the magnet stimulation. The patient's magnet technique has been verified by the representative and physician to be correct. The patient attempted a magnet swipes in office and it is being done correctly. They could see the patient's generator under the skin in answer to the question about generator being able to be palpated under skin. The generator data was later reviewed. The data revealed that no magnet swipes or magnet inhibitions had been recorded since 2019, but there were not any device resets or impedance issues seen. The data and reports of correct magnet swiping techniques concludes that this is likely a stuck open reed switch. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the physician tried to swipe the magnet in different directions then do magnet diagnostics but magnet was not perceived. They then tried a generator reset followed by a magnet diagnostics and magnet was not perceived. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the patient had a generator replacement surgery. The representative was able to run the magnet diagnostics and get 15 different readings of the magnet being swiped with the new vns generator. He also attached session reports on new generator and an rpk which he will send the old m1000 back with. The suspect device was returned to manufacturer for product analysis. Analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Product analysis (pa) for the suspect product was completed. The reported allegations of mechanical problem reed switch malfunction reed switch open were confirmed in the pa lab due to the reed switch being stuck open. The visual observations are most likely associated with manipulation of the device during the implant/explant procedures. A visual assessment on the pulse generator pcba revealed no visual anomalies. An interrogation and a system diagnostic test were performed. The device output signal was monitored for more than 24-hrs (magnet current would not activate, from either one or zero inches from the pulse generator) and a comprehensive automated electrical evaluation was performed (failed reed switch related test). The pulse generator was opened, the measured battery voltage confirmed no low battery. The resistance measured across the reed switches (s1) normal opened state was approximately 12m ohms (in circuit) and the voltage at the reed switch was 1.55 volts. A magnet was applied to the reed switch at distance of one inch from the pulse generator, the contact resistance measured approximately 12m ohms (in circuit) and the voltage at reed switch was 1.55 volts. The reed switch is stuck open. With the magnet placed on the reed switch (s1), the contact resistance measured approximately 0.50 ohms (in circuit) and the voltage at reed switch was 0.295 volts. The reed switch (s1) began to function when the magnet was applied at one inch from the pulse generator, a magnet system diagnostic test was performed. The pulse generator was re-assembled, a comprehensive automated electrical evaluation was performed (post open can) and continued to fail for reed switch related test. The pulse generator pcba was removed. A comprehensive automated pcba electrical evaluation was performed and failed for reed switch related test. Other than the reed switch related tests, due to the reed switch (s1) in a stuck open condition, the device performed according to functional specifications.